Event description:
As reported by the edwards lifesciences field clinical specialist, during a transfemoral tavr procedure, a perforation of the left ventricle (lv) was caused by the guide wire when it was pushed into the pericardial space with the nose cone of the delivery system due to a small cavity. The valve was then deployed and the perforation attempted to be repaired. The patient was transferred to the ICU and later died. The cause of death was reported to be lv perforation.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per the information provided, the complication of lv perforation due to the guidewire and nosecone appears to have occurred as a result of patient factors, specifically the patient¿s small lv cavity. There was no allegation or indication of a device malfunction, and according to the information provided, there was no trouble crossing the native aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.